Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Prolonged the process. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Most likely. What was the gas consumption rate or volume (liter/minute)? Several hundred liters of gas have been consumed during these operations. Should not be more than maximum 100 for a regular operation within their normal time limits. Were you able to identify where the leak was coming from? Both seals. Was a device inserted in the trocar during the leaking? Yes if so, what device? 5mm and 12mm devices. Was any torque being applied to the trocar or device? Not more than regular. Very experienced surgeon. Normal patient cases.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars are leaking from the start. They have used both 5 mm and 12 mm instruments, but it does not make a difference. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.